Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
Three days post-implant, high impedance was observed. An exit block was also noted. The lead was repositioned; however, high impedance was still observed. The lead was explanted.